Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. However, product testing was performed on retain samples. There was no visible defects were found on the package, cannula or solution. The solution was clear and colorless. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as it is not an implantable device. Initial reporter phone number: (B)(6). Recall number: this complaint is part of the healon recall - report number: 2020664-04/13/17-001-r. As a result of the extensive investigation, a manufacturing deficiency has been identified related to re-introducing uncapped glass cylinder units to the capping process. As a corrective action, internal procedures were updated to not re-introduce uncapped glass cylinder units to the capping process. Additionally, a voluntary recall was initiated on april 13, 2017 because of the possibility, albeit remote, that the healon manufactured between october 8, 2016 and november 10, 2016 may contain glass particles. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient developed endophthalmitis after a couple of days post-op. On (B)(6), 1 week post-op visit the patient had uncorrected visual acuity (ucva) 0.7 / best corrected visual acuity (bcva) 0.7. The next day, the patient's vision had decreased, a 0.05 ucva and endophthalmitis was observed. On the same day, the physician referred the patient to another doctor and a vitrectomy was performed. The physician used a non-amo iol and non-amo phaco system. After a couple of days the patient had recovered with ucva of 0.4 and without endophthalmitis. No further information was provided.